Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Contract manufacturer: dexcom inc. (B)(4). (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a cgm (dex 007 issue. It was reported that transmitter out of range alerts (cs 206) appeared for more than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-may-2018 with the following findings: during investigation, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The transmitter was found to perform within specification. The original complaint of a transmitter out of range cs 206 call service alarm issue was not duplicated during investigation. There was no defect found.